Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5 and g2(to select user facility). Additional information added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that no image is displayed due to a communication failure when shaking the connector caused by a faulty scope socket. Olympus will continue to monitor field performance for this device.

Event description:
No delay was reported.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had connection failure. The issue occurred during preparation for use of laparoscopy procedure. The supporting device was unknown. The facility finished the procedure with the same set of device. There were no reports of patient harm.